Event description:
A ventilator was returned to a third party svc ctr for eval. Ther was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party svc ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue.